Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation and the service technician was not able to verify customer's reported problem "will not cycle".the ventilator passed 72 hours extended tests at customer settings without any unusual alarms or conditions. However, the ventilator failed troubleshooting final test at flow & o2 (oxygen) blending. As a resolution, the o2 blender was replaced and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltv - lap top ventilator 1200 experienced failure to cycle. At this time, there is no information regarding patient involvement associated with the reported event.